Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text

Event description:
Material no. 309626 , batch no. 9123857. It was reported that before use of the syringe 1ml s/t w/ndl 25x5/8 rb there were several issues with syringes: needle bent, missing needle, empty blister packages, and foreign matter inside barrel described as "white plastic". The following information was provided by the initial reporter: consumer reported finding syringes with: needle bent after removing shield. Needle missing after removing shield. Finding empty blister packages. Seeing something inside barrel she described as "white plastic".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 309626, batch no. 9123857. It was reported that before use of the syringe 1 ml s/t w/ndl 25 x 5/8 rb there were several issues with syringes: needle bent, missing needle, empty blister packages, and foreign matter inside barrel described as "white plastic". The following information was provided by the initial reporter: consumer reported finding syringes with: needle bent after removing shield. Needle missing after removing shield. Finding empty blister packages. Seeing something inside barrel she described as "white plastic."